Event description:
It was reported that there was a loss of monitoring on two cic's lasting three hrs. The clinicians utilized alternate means of pt monitoring and connected the pts to dash bedside monitors. No pt injury or death reported. This report is the second of two mdrs. Ge healthcare's investigation into the reported occurence is still ongoing. A f/u report will be issued when the investigation has been completed.